Event description:
User found smoke coming from the power box of the analyzer and smelled a burning smell. No information was provided to determine if the user was injured or otherwise adversely affected. If additional information is received, appropriate notification will be provided.